Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the user discontinued therapy due to several issues such as deterioration of mobility with increased hypermobility, inability to distinguish between day and night, high risk of infection (including an inflammation and fungal infection that worsened at home), lack of support from the pump manufacturer, shortage of support materials, and poor manageability of the pump due to its size. The patient had to remove the pump to treat the inflammation and fungal infection with strong antibiotics and antifungals. The exact start date of the event was unknown, and the batch of medication was not communicated. Dosage information and causal relationship were not reported. No further information available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.